Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. The instructions for use (IFU) includes the following warning. Never disconnect both power sources (batteries and ac or dc adapter) at the same time since this will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of four reports (3007042319-2015-01576, 3007042319-2015-01577, 3007042319-2015-01578 and 3007042319- 2015-01579) submitted for devices related to the same event. Current device location is unknown.

Event description:
It was reported from (B)(6) by the staff that the patient reports several vad stop alarms with this combination of controller and batteries. Decision was made to exchange controller and batteries. After replacement, no alarm or vad stops recognized. Log files will be sent to the manufacturer for analysis. There was no effect on the patient. No further information available at this time. This is report 3 of 4.

Manufacturer narrative:
The battery was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned battery passed external visual inspection and functional testing. During the review of the log files revealed several vad stopped alarms logged, also occurrences of premature switching events prior to the 25% threshold. The premature switching events are most likely due to communication anomalies between the battery and the controller. However, the reported event could not be replicated or confirmed at the bench level. As a result the battery performs as per specification. The most likely root cause of the premature power switching events is a communication error between the controller and batteries. This is an incidental finding not related to the reported event. Based on the available information, a root cause cannot be established; the available log files do no cover the reported event date. Additionally, all devices passed visual inspection and functional testing. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of four reports (3007042319-2015-01576, 3007042319-2015-01577, 3007042319-2015-01578 and 3007042319- 2015-01579) submitted for devices related to the same event.